Event description:
Device report from synthese reports an event in japan as follows: it was reported that this was a psf performed on (B)(6) 2023. A balloon was used at l2, pes was inserted into t12/l1, and ps were inserted into l3/4. The cement had been taken out of the refrigerator at the time of the patient covered with a covering cloth and was brought to the room temperature. Approximately 7 minutes and 30 seconds after cement mixing, the cement became optimum viscosity and injection of the cement was started. The surgeon started the injection from the left of l3. After 1.2 cc of cement was injected, injection was stopped due to leakage into the vessel. Since there were no abnormalities in blood pressure, etc., the cement was then injected to the right of l3 and to the left and right of l4. The surgery was completed successfully with no surgical delay. The patient will be observed and checked by CT images at a later date. Patient status/ outcome was stable. No further information is available. Remarks: (B)(4). And (B)(4) are involved with the same event. (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint vertecem v+ cement kit

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.